Event description:
Spontaneous report. Nurse states the rates in the pump match the pump sheet, but for whatever reason it is not reaching 3 hrs 54 min. Both infusion times have reached only 3 hrs 40 min. She states she has been doing this a long time and knows it is a pump issue. Previous pump had no issues reaching 3 hrs 54 min. Unknown if pt missed a dose or experienced an adverse event, unknown if pump available for return. Reported to (B)(6) by health professional.